Event description:
It was reported to dräger that automatic ventilation failed during use. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The dispatched dräger service engineer could identify completely worn internal batteries as the root cause for the event. At the time of investigation closure, the hospital had not yet decided about a repair exchange of the batteries. Log file analysis provided by the manufacturer confirms the validity of the on-site expertise. It can be seen in the log entries that the procedure was started at 08:27 am system time and was uneventful for more than 1.5 hours. At 10:07 am, the device suddenly detected a significant drop in the supply voltage. The driving voltage for the ventilatiór motor was no longer present and thus, the device shut down automatic ventilation and posted a corresponding vent fail alarm. The mechanism of fault can explained as follows: the device software performs a battery test procedure every 30 days during use of the device, usually 2 hours after the device was powered-on. During this test, the output voltage of the power supply unit is lowered to determine whether or not, the batteries can supply a current >1a for 2 seconds. In this particular case, the batteries were worn already to a significant degree in which consequence the voltage completely dropped during this 2-seconds interval, leading to the ventilator failure. Appropriate risk mitigation measures are in place - manual ventilation by means of the built-in breathing bag including gas dosage remains further possible, and the monitoring functionalities are still functional as well. The internal batteries are subkect to wear and tear, have to be checked in regular intervals and replaced every three years. The reported event must be attributed to lack of preventive maintenance.

Event description:
It was reported to dräger that automatic ventilation failed during use. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.